Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before the cs300 intra-aortic balloon pump (iabp) unit was connected to the patient the doppler was not working. The user connected the patient to another machine .

Manufacturer narrative:
Updated fields. Corrected fields. A getinge field service engineer (fse) was on a call and was told of the units issue. The fse replaced the doppler ultrasonic for the iabp, then checked the unit and handed over to the department in good working condition.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.